Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-apr-2024 by a physician concerning a 53-year-old female patient. Additional information was received on 02-apr-2024 and 03-apr-2024 from the same reporter. The patient had no allergies and was not pregnant. The patient had undergone 3 cesarean sections. Her skin type was fitzpatrick iii-IV. The medical history of patient included hypothyroidism, protein c deficiency (thrombophilia), venous thrombosis arm and sensitive skin. She has family history of papa sd igg4, antithrombin iii, hypertension, 2 heart attacks / siblings with antithrombin iii and protein c deficiency, hypertension and dyslipidemia. Concomitant medications of the patient included effexor [venlafaxine hydrochloride] 37.5mg, eutirox [levothyroxine sodium], biolev [bicalutamide] 25mg, celtium [escitalopram oxalate] 10 mg, ritmenal [gabapentin] 300 mg and unspecified moisturizing cream for sensitive skin. The patient had previously received treatment with botox (allergan) to face on 13-apr-2021 and juvederm voluma to face on 25-apr-2022 without adverse events. On 22-mar-2024, half an hour before sculptra treatment, the patient was applied with tetracaine [tetracaine] 7% anesthetic cream and lidocaine [lidocaine] 23% base cream. On 22-mar-2024, the patient received treatment with 1 vial of sculptra (lot 3j3691) to face lift lateral with submental cannula x1f + rrs grooves and x1j side bolus needle (1ml hybrid). The sculptra was injected using cannula (intentional device misuse). On the same day, the patient also received treatment with juvederm voluma using needle with bolus technique and botox [botulinum toxin type a] to upper and jawline. In addition, 3 points were injected into the papule on the face and side of the neck, lidocaine + epinephrine [epinephrine, lidocaine hydrochloride] at cannula entry point. The procedure was completed without any incident and instructions were provided. On an unknown date in mar-2024, the patient received treatment with 1 syringe of 3 ml of submental rrs ha long lasting. On 23-mar-2024, the patient experienced eczematous reaction (injection site eczema) in the chin area with itching/pruritic plaques (implant site itching). She was using only moisturizing cream for sensitive skin, often with massage post sculptra. On 24-mar-2024, the patient reported an eczematous reaction in the perioral region and lateral face and lateral and submental neck with an erythematous macular rash (implant site rash) with a lot of itching in the area along with erythema (implant site erythema), edema (implant site edema), peeling (implant site exfoliation), dryness (injection site dryness) and burning (implant site burning). On the same day, the patient went to the emergency room of a clinic, mainly due to itching and burning. During care, no injectable or oral medications were administered. The hcp recommended plexus [betamethasone, dexchlorpheniramine maleate] tablets once every 8 hours and hydrocortisone [hydrocortisone] cream 1% twice a day in the affected area. On the third day, on 25-mar-2024, the patient went to the dermatological medical appointment in the morning to take care of daughter who saw the patient also and spoke to the reporter on the phone regarding dermatitis (implant site dermatitis) condition of the patient. The physician instructed antihistamine h1-2 desloratadine [desloratadine] every 8-6 hours, prednisone 20mg daily and flutivate [fluticasone propionate] cream twice a day and advised to suspend the plexus tablets and hydrocortisone cream. The patient persisted with a lot of itching, burning, edema, erythema and the physician saw patient in an afternoon consultation. The physician discussed the case with another physician and decided, to increase the dose of prednisone for 30 mg but to take 20 days, 10 mg at night (due to drowsiness). Application with thermal water, aquafor [xipamide] spray or eucerin balsam atopic spray was recommended. The patient could not tolerate corticosteroid cream, there was a lot of burning and itching. Thereafter, the patient was recommended to go to the emergency room for intravenous treatment and she received chlorphenamine [chlorphenamine] 10 mg IV and betamethasone [betamethasone] 4 mg IV. They indicated her cortiprex (prednisone) 20mg orally and fasarax [hydroxyzine hydrochloride] 20mg every 8 hours. She was discharged, and the itching, erythema and burning were partially reduced, the symptoms that bothered the patient the most. On the fourth day, on 26-mar-2024, the patient reported there was less red and less itchy area, but the edema persisted. She was recommended to take prednisone in doses of 40 mg day to 30 mg day and 10 mg night and maintain antih1- 1 since she felt it had more effect. On the fifth day, on 27-mar-2024, the patient went to a consultation because her condition did not respond to antih1-1 and 2 and oral corticosteroids for more than 2 to 3 days in the treated area mainly face and submental, the symptoms described persisted, and the edema was increased with inflammation (implant site inflammation). Only pruritus and erythema decreased. The patient tolerated atopic cream and betamethasone or fluticasone, was applied with drainage to the face and neck. The patient was administered with chlorphenamine 10mg and dexamethasone [dexamethasone] 4mg in 100ml of physiological solution IV. Later, the case was reviewed with another physician. It was recommended to add antih1-2 desloratadine and fasarax every 6 hours alternately, prednisone 40 to 30 to 10 mg according to protocol and due to the initial perioral dermatitis reaction and relationship with the microbiome and bagomicin [minocycline hydrochloride] 100mg per day was added for its anti-inflammatory antibiotic effect. The prescription and medications were left at home to start the first dose at night. The physician also left orders for an immunologist-dermatologist and sos consultation. Analytical exams and ultrasound. On the sixth day, on 28-mar-2024, it was reported that the inflammation persisted with erythema, itching, but regression of inflammatory symptoms was observed. The patient was recommended to go to the emergency room in the morning, undergo tests and consult an immunologist or dermatologist. In the emergency department, the patient was admitted, evaluated, and referred internally to an assistant dermatologist, who maintained the treatment, suspended some medications, and recommended an ultrasound. The physician informed during the consultation that the case was reviewed with the other physician, who observed that the condition started to regress, it was recommended to continue antihistamines, minocycline and prednisone, and to increase the dose of prednisone to 60 mg if needed. On the seventh day, on 29-mar-2024, during a control call, the patient stated a regression of clinical condition of erythema, edema, itching and burning. The dose of prednisone was reduced by another 2 days, and fasarax and levoceterizine [levocetirizine dihydrochloride] 12 hours alternating with 6 hours. In addition, drainage 3 times a day with aquafor plus fluticasone 2 times a day. Soft tissue echo tomography of the entire area was recommended by another physician. On the tenth day, on 01-apr-2024, another physician was contacted, who treated the patient that same day at the institute, reported inflammatory symptoms in areas of current treatment, such as lobular panniculitis (panniculitis lobular), without granulomas or other relevant ultrasound findings. The patient went to the clinic for follow-up consultation, observing a clear reduction in inflammatory symptoms, and the patient felt calmer, the indications were maintained. On the eleventh day, on 02-apr-2024, the physician had seen the patient with a dermatologist colleague, who was progressing lower. The edema has decreased, less erythema, currently without dermal reaction, only moderate edema persisted on the cheeks. The patient was instructed to change the aquaphor for the mineral moisturizing cream 89 cream for frequent use, flutivate only at night for another 5 days, heliocare mineral spf 50 in the morning (if it does not irritate, 3 times a day) and continue the other recommendations. Ultrasound results: the facial region, both submandibular regions, the submentonian region and the anterior cervical region were studied in two high-resolution ultrasound machines with frequency transducers of 24 and 70 mhz and with color doppler. The ultrasound showed deposits of two types of exogenous substances compatible with hyaluronic acid and l-polylactic acid, in the aforementioned planes and segments. Dermal and subcutaneous inflammatory signs, predominantly subcutaneous and with signs of panniculitis with a lobular ultrasound appearance of greater degree in the periphery of the areas of mixing of deposits compatible with hyaluronic acid and l-polylactic acid and in the periphery of the deposits compatible with l polylactic acid. Subacute inflammatory signs in both glands submandibular. In summary, dermal and subcutaneous inflammatory signs were observed, predominantly subcutaneous, with signs of lobular panniculitis. The inflammation was subacute in relation to l-polylactic acid. The patient was treated with oral and IV corticoids. The patient was attended in 3 occasions and chlorphenesin [chlorphenesin carbamate] and betamethasone IV were administered on 2 occasions. Outcome at the time of the report: eczematous reaction was recovering/resolving. Itching/pruritic plaques was recovering/resolving. Macular rash was recovering/resolving. Edema was recovering/resolving. Erythema was recovering/resolving. Peeling was recovering/resolving. Dryness was recovering/resolving. Burning was recovering/resolving. Dermatitis was recovering/resolving. Inflammation was recovering/resolving. Lobular panniculitis was recovering/resolving. Sculptra was injected using cannula was recovered/resolved.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 03-apr-2024 by a physician concerning a 53-year-old female patient. Additional information was received on 02-apr-2024 and 03-apr-2024 from the same reporter. The patient had no allergies and was not pregnant. The patient had undergone 3 cesarean sections. Her skin type was fitzpatrick iii-IV. The medical history of patient included hypothyroidism, protein c deficiency (thrombophilia), venous thrombosis arm and sensitive skin. She has family history of papa sd igg4, antithrombin iii, hypertension, 2 heart attacks / siblings with antithrombin iii and protein c deficiency, hypertension and dyslipidemia. Concomitant medications of the patient included effexor [venlafaxine hydrochloride] 37.5mg, eutirox [levothyroxine sodium], biolev [bicalutamide] 25mg, celtium [escitalopram oxalate] 10 mg, ritmenal [gabapentin] 300 mg and unspecified moisturizing cream for sensitive skin. The patient had previously received treatment with botox (allergan) to face on (B)(6) 2021 and juvederm voluma to face on (B)(6) 2022 without adverse events. On (B)(6) 2024, half an hour before sculptra treatment, the patient was applied with tetracaine [tetracaine] 7% anesthetic cream and lidocaine [lidocaine] 23% base cream. On (B)(6) 2024, the patient received treatment with 1 vial of sculptra (lot 3j3691) to face lift lateral with submental cannula x1f + rrs grooves and x1j side bolus needle (1ml hybrid). The sculptra was injected using cannula (intentional device misuse). On the same day, the patient also received treatment with juvederm voluma using needle with bolus technique and botox [botulinum toxin type a] to upper and jawline. In addition, 3 points were injected into the papule on the face and side of the neck, lidocaine + epinephrine [epinephrine, lidocaine hydrochloride] at cannula entry point. The procedure was completed without any incident and instructions were provided. On an unknown date in (B)(6) 2024, the patient received treatment with 1 syringe of 3 ml of submental rrs ha long lasting. On (B)(6) 2024, the patient experienced eczematous reaction (injection site eczema) in the chin area with itching/pruritic plaques (implant site itching). She was using only moisturizing cream for sensitive skin, often with massage post sculptra. On (B)(6) 2024, the patient reported an eczematous reaction in the perioral region and lateral face and lateral and submental neck with an erythematous macular rash (implant site rash) with a lot of itching in the area along with erythema (implant site erythema), edema (implant site edema), peeling (implant site exfoliation), dryness (injection site dryness) and burning (implant site burning). On the same day, the patient went to the emergency room of a clinic, mainly due to itching and burning. During care, no injectable or oral medications were administered. The hcp recommended plexus [betamethasone, dexchlorpheniramine maleate] tablets once every 8 hours and hydrocortisone [hydrocortisone] cream 1% twice a day in the affected area. On the third day, on (B)(6) 2024, the patient went to the dermatological medical appointment in the morning to take care of daughter who saw the patient also and spoke to the reporter on the phone regarding dermatitis (implant site dermatitis) condition of the patient. The physician instructed antihistamine h1-2 desloratadine [desloratadine] every 8-6 hours, prednisone 20mg daily and flutivate [fluticasone propionate] cream twice a day and advised to suspend the plexus tablets and hydrocortisone cream. The patient persisted with a lot of itching, burning, edema, erythema and the physician saw patient in an afternoon consultation. The physician discussed the case with another physician and decided, to increase the dose of prednisone for 30 mg but to take 20 days, 10 mg at night (due to drowsiness). Application with thermal water, aquafor [xipamide] spray or eucerin balsam atopic spray was recommended. The patient could not tolerate corticosteroid cream, there was a lot of burning and itching. Thereafter, the patient was recommended to go to the emergency room for intravenous treatment and she received chlorphenamine [chlorphenamine] 10 mg IV and betamethasone [betamethasone] 4 mg IV. They indicated her cortiprex (prednisone) 20mg orally and fasarax [hydroxyzine hydrochloride] 20mg every 8 hours. She was discharged, and the itching, erythema and burning were partially reduced, the symptoms that bothered the patient the most. On the fourth day, on (B)(6) 2024, the patient reported there was less red and less itchy area, but the edema persisted. She was recommended to take prednisone in doses of 40 mg day to 30 mg day and 10 mg night and maintain antih1- 1 since she felt it had more effect. On the fifth day, on (B)(6) 2024, the patient went to a consultation because her condition did not respond to antih1-1 and 2 and oral corticosteroids for more than 2 to 3 days in the treated area mainly face and submental, the symptoms described persisted, and the edema was increased with inflammation (implant site inflammation). Only pruritus and erythema decreased. The patient tolerated atopic cream and betamethasone or fluticasone, was applied with drainage to the face and neck. The patient was administered with chlorphenamine 10mg and dexamethasone [dexamethasone] 4mg in 100ml of physiological solution IV. Later, the case was reviewed with another physician. It was recommended to add antih1-2 desloratadine and fasarax every 6 hours alternately, prednisone 40 to 30 to 10 mg according to protocol and due to the initial perioral dermatitis reaction and relationship with the microbiome and bagomicin [minocycline hydrochloride] 100mg per day was added for its anti-inflammatory antibiotic effect. The prescription and medications were left at home to start the first dose at night. The physician also left orders for an immunologist-dermatologist and sos consultation. Analytical exams and ultrasound. On the sixth day, on (B)(6) 2024, it was reported that the inflammation persisted with erythema, itching, but regression of inflammatory symptoms was observed. The patient was recommended to go to the emergency room in the morning, undergo tests and consult an immunologist or dermatologist. In the emergency department, the patient was admitted, evaluated, and referred internally to an assistant dermatologist, who maintained the treatment, suspended some medications, and recommended an ultrasound. The physician informed during the consultation that the case was reviewed with the other physician, who observed that the condition started to regress, it was recommended to continue antihistamines, minocycline and prednisone, and to increase the dose of prednisone to 60 mg if needed. On the seventh day, on (B)(6) 2024, during a control call, the patient stated a regression of clinical condition of erythema, edema, itching and burning. The dose of prednisone was reduced by another 2 days, and fasarax and levocetirizine [levocetirizine dihydrochloride] 12 hours alternating with 6 hours. In addition, drainage 3 times a day with aquafor plus fluticasone 2 times a day. Soft tissue echo tomography of the entire area was recommended by another physician. On the tenth day, on (B)(6) 2024, another physician was contacted, who treated the patient that same day at the institute, reported inflammatory symptoms in areas of current treatment, such as lobular panniculitis (panniculitis lobular), without granulomas or other relevant ultrasound findings. The patient went to the clinic for follow-up consultation, observing a clear reduction in inflammatory symptoms, and the patient felt calmer, the indications were maintained. On the eleventh day, on (B)(6) 2024, the physician had seen the patient with a dermatologist colleague, who was progressing lower. The edema has decreased, less erythema, currently without dermal reaction, only moderate edema persisted on the cheeks. The patient was instructed to change the aquaphor for the mineral moisturizing cream 89 cream for frequent use, flutivate only at night for another 5 days, heliocare mineral spf 50 in the morning (if it does not irritate, 3 times a day) and continue the other recommendations. Ultrasound results: the facial region, both submandibular regions, the submentonian region and the anterior cervical region were studied in two high-resolution ultrasound machines with frequency transducers of 24 and 70 mhz and with color doppler. The ultrasound showed deposits of two types of exogenous substances compatible with hyaluronic acid and l-polylactic acid, in the aforementioned planes and segments. Dermal and subcutaneous inflammatory signs, predominantly subcutaneous and with signs of panniculitis with a lobular ultrasound appearance of greater degree in the periphery of the areas of mixing of deposits compatible with hyaluronic acid and l-polylactic acid and in the periphery of the deposits compatible with l polylactic acid. Subacute inflammatory signs in both glands submandibular. In summary, dermal and subcutaneous inflammatory signs were observed, predominantly subcutaneous, with signs of lobular panniculitis. The inflammation was subacute in relation to l-polylactic acid. The patient was treated with oral and IV corticoids. The patient was attended in 3 occasions and chlorphenesin [chlorphenesin carbamate] and betamethasone IV were administered on 2 occasions. Outcome at the time of the report: eczematous reaction was recovering/resolving. Itching/pruritic plaques was recovering/resolving. Macular rash was recovering/resolving. Edema was recovering/resolving. Erythema was recovering/resolving. Peeling was recovering/resolving. Dryness was recovering/resolving. Burning was recovering/resolving. Dermatitis was recovering/resolving. Inflammation was recovering/resolving. Lobular panniculitis was recovering/resolving. Sculptra was injected using cannula was recovered/resolved. Tracking list: v.0 initial, v.1 batch record review results obtained on 24-apr-2024.

Manufacturer narrative:
Company comment: the serious expected events of inflammation at implant site, eczema at injection site and the serious unexpected event of panniculitis lobular and the non-serious expected events of pruritus, rash, erythema, oedema, exfoliation, pain, dermatitis at implant site and dryness at injection site was considered possibly related to the treatment with sculptra at face location. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The events in the submental and neck region were unexpected and unrelated to sculptra treatment because no treatment was performed to the affected areas. Alternative etiology includes concomitant treatment with submental rrs ha long lasting. The sculptra was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for this lot number. A batch record review was performed to rule out a non-conforming product. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch was conforming with the cgmp and to the specification requirements. The information in this case did not indicate a non-conforming product or malfunction. The performed investigations were considered adequate and no additional investigations will be conducted until further information becomes available. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.